Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Additional findings not related to the complaint: visual inspection of the partial lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
Related manufacturer reference number: 2017865-2023-23914 it was reported a patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with high defibrillation impedance. Both products were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.